Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the foley catheter was noted to be defective. There was a hole in the tubing between red marks on catheter. This did not negatively impact the patient. A new foley was used without incident.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual examination was conducted on the returned sample all the component appeared to be intact and in good condition except a small hole was observed near the funnel joint just like the one indicated by the complainant. The hole observed on the shaft area was due to catheter being in contact with sharp or pointed object. Review was conducted with the aid of dino-lite under 200x magnification on the returned sample reveals that the cut was appeared to be irregular. This incident may happen in various stages especially during product handling. In the current manufacturing process, the catheters are subjected to 100% water leak test after funnel molding process. Catheter funnel and shaft will be immersed into water with continuous air flow to check for any leak or blockage. Any defects will be segregated before proceeding to next process. Other remarks: after completed assembled, the catheters are then being inflated with air according to its required volume before being tested for any leakage. The balloons are then subjected to leak test for 20 minutes and upon completion of the test, will be subjected to deflation process and only products that passed all the tests will be shipped out. Based on the investigation conducted on the actual sample, hole observed was caused by in contact with sharp object. Therefore, we are not able to confirm this complaint as stated. Additional method code: 26.

Event description:
It was reported that the foley catheter was noted to be defective. There was a hole in the tubing between red marks on catheter. This did not negatively impact the patient. A new foley was used without incident.